Event description:
A report was received that the patients battery was non functional. The patient underwent a battery replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110, sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient's battery was non functional. The patient underwent a battery replacement procedure. The patient was doing well postoperatively.